Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of anterior chamber (ac) washout due to hyphema, blood clot, and vitreous hemorrhage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that after glaucoma shunt implant procedure, the patient had to have anterior chamber (ac) washout due to very dense hyphema with blood clot and vitreous hemorrhage. It was still uncertain of the blood source, but the clot seemed to be coming from the nasal angle where the microstent was placed. The surgeon reported that the strange things was, at the one month post operation, the exam was completely normal with intraocular pressure (iop) of 13mmhg. Later the iop was increased to 40mmhg and there was a huge blood clot. The patient had a history of diabetes and had some diabetic retinopathy, but nothing that was obviously proliferative per the retina doctor. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).